Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the cgm was showing low and the bg was 25 mmol/l. Ketones were tested and it was 4.3 mmol/l. The patient went to the emergency room via ambulance. The patient was treated with insulin through the pump and a drip at the hospital. The patient went home the same day after 3 hours. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.